Event description:
It was reported that the pump exhibited error 41622 with a red screen and alarms as soon as priming is started. There was unknown patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor, dso seal, and motor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown.